Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: (B)(6) 2013: the left mandible segmentectomy reconstructive surgery was performed. A matrixmandible recon plate was implanted. The bridge-like bone transplantation was not performed. On (B)(6) 2014: the patient felt something was wrong with mandible. But, the plate had no problem by CT imaging. So, the surgeon took a wait-and-see approach. On (B)(6) 2014: the patient complained about a misalignment of an occlusal. The surgeon took CT scan and found the plate was broken. On (B)(6) 2014: the surgeon considers the possibility of infection in oral cavity, and plans a revision surgery. The broken plate will be removed and, the equal-sized plate or the plate with thickness of 2.8mm (04.503.772) or the preformed reconstruction plates will be inserted. Re-surgery was planned for approximately (B)(6) 2014. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.